Event description:
It was reported that during an angiographic procedure, the guide catheter fractured into two pieces after repeated torqueing to seat the guide. The pt went to surgery to remove the separated guide catheter. Pt status is listed as "ok".